Event description:
It was reported that after insertion and upon initial pumping, the "iab would not fully unwrap and the pump alarmed for 'a gas alarm'". As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).